Event description:
It was reported that this right ventricular (rv) lead exhibited cardiac septal perforation with loss of sensing during two initial placement attempts due to a thin septum, but this rv lead was successfully positioned and secured on the third attempt after confirming adequate electrical parameters and lead depth. In addition, this rv lead also exhibited decreased sensing, increased threshold and change in paced morphology. As of this time, this rv lead remains in service. No adverse patient effects were reported.